Event description:
According to the available information, the device was replaced due to an unspecified malfunction.

Manufacturer narrative:
Lot number: 5689934. The lot number was reviewed for complaint trend, nonconforming report, and CAPA. The devices met specification prior to release and no trends were noted. Once our evaluation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. The surfaces of the detachment site of the shorter exhaust tube of the pump appear to be rough and irregular, indicating stress was exerted. Abrasion was noted on the exhaust tubing of cylinder 1 and cylinder 2. The surfaces of the detachment site of the cylinder 1 exhaust tube appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 2. A separation was noted on the bladder of the reservoir. This was a site of leakage. The separation surfaces appear to have varying degrees of degradation. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. While no functional abnormalities were noted during testing with the returned components, microscopic examination of the surfaces of the exhaust tube detachment end between the pump and cylinder 1 revealed rough and irregular surfaces, indicating stress was exerted. Based on the overlapping of the pump tubes, in combination with device usage over time, this could contribute to sufficient stress to separate the exhaust tubing of the pump. A separation of this type would then allow the loss of fluid, making the device inoperable. These components were released according to manufacturing and quality control procedures. Material degradation occurred and progressed enough to cause mechanical failure to take place on the reservoir bladder. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.